Event description:
It was reported that the customer called to have the device checked. There were no adverse patient consequences. One device will be returned.

Manufacturer narrative:
Date sent: 8/13/2009. Evaluation summary: the hand piece was returned in good physical condition. The hand piece was tested on a generator and was found to be functional. No loose mount was noted. However, it no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator was found in the instrument.